Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 8/11/97. On 8/12/97 after iabp for about one day, blood was noted in the tubing and the iab was removed. No second was inserted. The following was rpt'd to co on 9/3/97: no augmentation pressures were noted so the aibp was changed. Blood was noted in the tubing and the iabp was discontinued. On 8/14/97, the pt was doing very well, had no chest pain, and was in stable condition. The pt remained in ICU. Event complications: none from the event - rpt'd 8/12/97 and 9/3/97. Pt current status: stable - rpt'd 9/3/97.